Manufacturer narrative:
The product was not returned. Photos were available and evaluated. There are six available photos. Three photos show various sides of the carton, including the country specific label. Two photos show the actual product, and one photo shows the posterior of the blister tray. One of these two product photos show a magnified partial view of the product from mid-barrel through tip. The product is inside a blister tray that appears to have adhesive tape on the exterior. The plunger is retracted into the loading area. The leading haptic and the complete optic have been advanced beyond the tip with the trailing haptic positioned/stuck inside the tip. The optic appears to be possibly cracked in the central area. It cannot be confirmed from the photo. The second photo of the product shows the entire device inside the opened blister tray. Adhesive tape is noticed on the edge of the tray. The portion of the plunger handle outside the barrel appears to be possibly bent or is tilted due to position inside the tray for return. The presence of viscoelastic cannot be 100% confirmed from the photos. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The reported "broken iol" cannot be confirmed. The lens is not broken into pieces. Based on the available photos of the product, the root cause cannot be determined for the complaint. The trailing haptic is stuck in the tip with the attached optic and leading haptic advanced beyond the device. The lens is in one complete piece. The optic appears damaged in the central area; however it is not possible to conclusively confirm if the reported torn/split damage is present. The plunger was retracted in the photos. The plunger position in relation to the haptic during advancement cannot be determined. If the plunger is not fully advanced during delivery, the trailing haptic may not release properly from the device. The trailing haptic position may indicate it was not in a proper position for advancement per the provided diagrams in the dfu. The plunger was retracted. The plunger position in relation to the haptic during advancement cannot be determined. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. It cannot be confirmed from the photos if viscoelastic is present in the device. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) in a preloaded delivery system was broken and part of the lens remained in the delivery system upon implant. Additional information was requested.